Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states. This case, with patient identifier (B)(6) (headset), is related to case with patient identifier (B)(6) (transfer set).

Event description:
It was reported that insulin leaked from the connector connection of the infusion set resulting in elevated blood glucose levels. This issue occurred two times with headsets and transfer sets from the same lot number.